Manufacturer narrative:
Device evaluated by manufacturer: product analysis of the device could not be performed as the unit was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-01971. It was reported that during a coronary procedure insertion difficulties occurred. The target lesion details are unknown. The physician was unable to insert an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device. A second advantage balloon catheter inflation device was used and again the physician encountered difficulties while inserting the guide wire. A third advantage balloon catheter inflation device was used to complete the procedure. There were no patient complications reported and the patient's status is fine.